Event description:
It was reported that on (B)(6) 2026, that the mcot monitor - a10e - verizon-unlocked melted on to the charger. The patient noted that they were charging the monitor that evening and when they came back to check on it, they noticed that monitor was melted. The patient confirmed they were using the provided charging and dual charging adapter. To the patient's knowledge they did not notice an increase in temperature with the monitor prior to the event. There were no icon symbols or notifications displayed on the monitor. No injuries or damage to the patient's property were reported. No additional information has been provided.